Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a loss of therapy and they had not used their stimulation therapy for 9 months because it hadn¿t been working for them. The patient had been working with their doctor and they were getting ready to replace the implantable neurostimulator (ins). It was also noted that the patient¿s programmer had some corrosion in the battery compartment but the programmer was working fine. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.